Event description:
It was reported that log files were submitted regarding a driveline power fault. The patient's modular cable was switched out. Log files were sent for review. The event log file captured driveline_power_fault alarm flags associated with (f5) pwr_b_broken controller fault flags. These events were indicative of an issue with a conductor within the modular cable. When exchanging the modular cable, the controller's (B)(6) white power lead showed that it was not connected to power when it was. Both the battery and patient cable were checked. The controller was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the returned modular cable. Review of the submitted log files captured revealed a driveline power faults alarm. The driveline power fault alarm did not affect the controller's ability to operate the system. The heartmate 3 vad modular cable, lot number 6774299, was returned and evaluated at abbott. The modular cable was connected to the cirris tester and underwent testing in order to evaluate the integrity of its inner wires. The cable was not able to pass resistance and insulation resistance testing requirements. The cable was then tested alongside the returned controllers as well as a laboratory test controller; the driveline power fault alarm was able to be reproduced. Additionally, the resistance and current leakage of the individual wires were measured using a digital multimeter, and the red wire (power b) had open line continuity, indicating that the wire was compromised. The cable was then dissected to reveal that the red (power b) wire was found to be fully fractured approximately 3¿ from the controller connector which caused the driveline power fault alarm. Additional insulation breaches were noted on the black, brown, and orange wires in this area. No further testing was performed. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 6774299, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU provides instructions for replacing the modular cable when needed due to damage or fatigue. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions, including driveline power fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.